Event description:
It was reported via repair work order that the scale was giving an inaccurate reading due to damaged load cell. It was also reported that the power cord was damaged with bare wires exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.